Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 34. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative orpost-operative complications reported.